Event description:
The account stated that the architect analyzer generated a total b-hcg result of 7.67 miu/ml. The sample was repeated and was 1373 and 1.30 miu/ml on another architect analyzer. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.